Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error the morning of the call, he was able to clear it and the alarm returned. Customer was sleeping at the time of the alarm. Blood glucose value is unknown. Nothing further reported.